Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by right transfemoral approach, as the 26mm commander delivery system was attempted to be removed, it was noted that the sheath liner was no longer intact and the delivery system was protruding through the side of the sheath. Patient was complaining of pain in groin so the delivery system and sheath were removed together. There was no damage to any other ew devices used in the case. There was no patient injury. The patient was discharged. The angle of insertion was not steep.